Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to process residue on capacitor, designator c156 on the analog pcb assembly. This resulted in a voltage drop which caused the reported issue. The customer received a replacement device.

Event description:
A physio-control service representative was performing routine preventative maintenance on the customer¿s device and observed non-critical event codes logged in the device memory. Upon further evaluation of the device, physio-control observed that the device was unable to detect a shockable ECG rhythm with the input of a simulated ventricular fibrillation ECG rhythm. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Event description:
A physio-control service representative was performing routine preventative maintenance on the customer¿s device and observed non-critical event codes logged in the device memory. Upon further evaluation of the device, physio-control observed that the device was unable to detect a shockable ECG rhythm with the input of a simulated ventricular fibrillation ECG rhythm. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).